Event description:
During a laparoscopic hernia repair, the needle stylet allegedly did not return to its proper place to cover the needle. Root cause has not been determined yet, investigation is still in progress.